Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported the patient feels stimulation when they increase, but as soon as they take the antenna off they stop feeling stimulation. The caller thinks that the patient's ins is turned off because the patient does not feel stimulation for the most part. The patient was reported to be feeling a burning sensation down in their back where the ins is. There was no trauma or falls associated with this issue and no electromagnetic interference. These issues were reported to have started "a couple of weeks ago" and the caller was advised to follow-up with the patient's healthcare provider (hcp) and was sent available hcps in the area. Patient status is unknown at the time of this report. No further complications were reported or expected.